Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer was unable to load a new cartridge due to a separate issue. Reportedly, customer reverted to manual insulin injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.